Event description:
Related to MDR 2183959-2011-00124. It was reported that this physician found that the distal portion of the elevate anterior mesh lies over more of the urethra than is desirable and could cause voiding problems. In many cases (1 out of 2), it is necessary to modify the mesh by making a cut in the middle of the distal graft towards the center to eliminate pressure on the urethra. In cases of large grade 3-4 prolapse when lateral defect is present, once the elevate anterior is placed, the lateral prolapse would recur beside the mesh. Lateral sutures were placed in two patients to hold mesh in place. Another device is now used in patients with large grade prolapse.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.